Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter. *it was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.

Event description:
It was reported that after the patient¿s house was struck by lightning and the transmitter did not boot up. Troubleshooting did not resolve the issue. The device was returned and replaced.

Manufacturer narrative:
Correction: section device code in the previous report was incorrect.